Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 05, 2016 that an ultraflex esophageal stent was implanted in the esophagus to treat a malignant stricture due to esophageal cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient has undergone radiation therapy. According to the complainant, on (B)(6) 2016, the patient experienced fever and increase in c-reactive protein. On (B)(6) 2016, during a CT scan, it was noted that the patient had a perforation in the area of the stent body and experienced mediastinal emphysema. In the physician's assessment, the stent contributed to the perforation and mediastinal emphysema. The stent remains implanted. The patient can drink water but cannot take any food and is currently under conservative treatment. The physician stated that the patient's tissue was weak/fragile due to the radiation therapy.